Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Allergan rep reported on behalf of the physician an alleged lap-band "leak." F/u findings: the pt came to office and stated that they could no longer feel restriction from their band. A barium swallow was performed. Results showed a leak. The [tubing] "product was shown to have leak during explantation." The port was removed and replaced.